Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure likely caused by degradation over time of use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the adhesive around the objective lens had peeled off the ultrasound gastrovideoscope, there was no patient involvement.